Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and advised that the customer could continue to use the pump if the malfunction did not recur. The customer understood the instructions and was advised to call back if the issue persisted.